Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-00875. The pt received an scs system on (B)(6) 2008. The pt received two additional paddle leads placed next to the existing percutaneous leads the first week of (B)(6) 2009. Once the leads were placed, the pt reportedly no longer felt stimulation. Testing of the leads showed that the leads were functional. Follow-up on the pt on (B)(6) 2009, found that the physician replaced the pt's lead extensions because they were not functioning. The pt is reportedly doing well now. The extensions were discarded and were not be returned to ans for analysis.

Manufacturer narrative:
Device 1 of 2. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.